Event description:
According to the info received, the pt experienced "supraventricular rhythm problems" and echo indicated one of the mitral valve leaflets was "blocked". The make and model of the replacement device is unknown.